Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the flow reading was fluctuating. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the system was powered up on 02jun2022 and the flow module had sensor serial number 2213 attached. A perfusion screen was opened at 07:09:26 am. The flow sensor was disconnected and a different sensor was attached at 07:47:44 am (serial number 4580). Starting at 07:48:21 am, many backflow alarms occurred. There was no way to tell from the log if actual backflow was occurring. The flow sensor was disconnected again and the original flow sensor serial number 2213 was connected at 07:52:05 am. The field service representative (fsr) verified the complaint. The flow readings would fluctuate during forward flow as reported. When the centrifugal control unit was stopped and at zero flow, the fluctuations still persisted and went positive and negative flow causing the reported intermittent back flow alarms. The fsr replaced the flow sensor. The unit operated to the manufacturer's specifications. During laboratory evaluation, the product surveillance technician (pst) was unable to test the sensor due to a damaged pin number six on the connector. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.